Event description:
Caller reported potential false negative urine hcg result on one patient with one step+ hcg cassette vs. Quantitative serum test. Patient came in for testing to confirm positive home pregnancy test. The urine hcg result on the one step+ hcg cassette test was negative. A beta quantitative test gave positive results (no actual value provided). The caller stated that the patient was probably about 6 weeks pregnant.

Manufacturer narrative:
Testing on the retained product: lot number(s): hcg1080258. Expiration date(s): 08/2013. Control: 25miu/ml hcg urine control lot: hcg111009-02, 100miu/ml hcg urine control lot: hcg120223-01, 210iu/ml hcg urine control lot: hcg120229-02. Summary of results: the retention devices meet qc specification. Details as below: correct positive results were observed when tested with 25miu/ml hcg urine control at 3 minute read time (n=5). The 100miu/ml hcg urine control yielded clearly positive results at 3 minute read time (n=5). The 210iu/ml hcg urine control yielded clearly positive results at 3 minute read time (n=5). Conclusion: from retain testing with in-house controls, the client's result was not replicated and the product performed as expected meeting qc specifications. Verified the product number, product description, lot number and batch record; no abnormal results were found. For testing on returned product, see page three. Testing on returned product: lot number(s): hcg1080258. Expiration date(s): 08/2013. Control: 25miu/ml hcg urine control lot: hcg111009-02, 100miu/ml hcg urine control lot: hcg120223-01, 210iu/ml hcg urine control lot: hcg120229-02. Summary of results: the return devices meet qc specification. Details as below: correct positive results were observed when tested with 25miu/ml hcg urine control at 3 minute read time (n=3). The 100miu/ml hcg urine control yielded clearly positive results at 3 minute read time (n=3). The 210iu/ml hcg urine control yielded clearly positive results at 3 minute read time (n=3). Conclusion: from return testing with in-house controls, the client's result was not replicated and the product performed as expected meeting qc specifications. Customer's observation could not be reproduced in-house with control samples. Hcg urine controls at cutoff and high level were tested with retain and return products. Results met qc specification. No false negative was observed. Manufacturing batch record review did not observe failure. Unable to identify the root cause without patient specimen analysis in-house. This issue will be tracked and trended. As of (B)(4) 2012, one case has been reported on this lot. No corrective action required at this time as no product deficiency was established.